Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device identified a breakage rather than the cracked condition reported. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received stated that the distal tip of the instrument broke into 2. All pieces were retrieved from the patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was worn and finally broke. No surgical delay.